Manufacturer narrative:
Pump received a64 alarm during self test due to faulty 1. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error alarm. No harm requiring medical intervention reported. The insulin pump will be returned for the analysis.